Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up reported that the patient received assistance from her health care provider or manufacturer representative and her concerns were resolved. Should additional information be received, a follow up report will be sent.

Event description:
It was reported that when the patient turned their implantable neurostimulator (ins) back on after she was at the hospital it electrocuted her which started a ¿couple of weeks¿ prior to the report. The patient would get electrocuted at night when she laid down. It was further noted that half the time her legs felt like they were on fire, especially her foot which felt like it was absolutely on fire on the inside. The patient stated she kept messing with the settings and it wasn¿t doing anything. She turned stimulation down quite a bit but if she lay down it would get really strong. The feeling on fire issues started around the same time as the shocking. It was noted the patient had requested the manufacturer¿s representative (rep) contact the patient and he was going to. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.